Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, customer disconnected the tubing at the luer lock connection. Tandem technical support (cts) educated the customer on proper disconnection locations. Customer changed out the infusion set supplies to address the issue. Customer¿s blood glucose level ranged from approximately 350 - 370 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem¿s pump user guide indicates, "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing."